Event description:
An initial MDR regarding this case was filed (B)(6) 2025 (report number 3016798778-2025-00058). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that between 7 days prior to and the date of the complaint the system generated pump battery low attention, pump idle attention, cassette depleted, adjust pump attention, occlusion, and cassette problem alarms. The logs leading up to the adjust pump attention alarm are consistent with transient occlusion-like behavior. The logs leading up to the cassette depleted alarm show that the user indicated they were using an old cassette more than 72 hours after they last indicated a new cassette. This is expected behavior. The logs leading up to the cassette problem alarm are consistent with the cassette being removed or attached improperly, but this cannot be confirmed. The logs leading up to the pump battery low attention alarms show that the battery was either replaced too quickly or was inserted at less than 90%. The logs show that the pump idle attention alarms were generated 15 minutes after delivery was stopped or 15 minutes after the previous pump idle attention alarm. This is expected behavior. During the investigation, a rattling noise was heard from remote (B)(6), confirming the report. The remote was disassembled and the rattle was isolated to the vibration motor, which was in contact with the remote. The root cause of the vibration motor being in contact with the remote housing could not be conclusively determined. A test delivery was run and ended with an expected cassette depleted alarm. Logs from remote (B)(6) (paired with pump (B)(6)) show that between 3 days prior to and the date of the complaint, the system generated cassette problem, cassette depleted, pump battery low attention, depletes soon attention, occlusion, and pump idle attention alarms. The logs leading up to the cassette depleted alarm show that the user indicated they were using an old cassette more than 72 hours after they last indicated a new cassette. This is expected behavior. The logs leading up to the cassette problem alarm are consistent with the cassette being removed or attached improperly, but this cannot be confirmed. The logs leading up to the pump battery low attention alarms show that the battery was either replaced too quickly or was inserted at less than 90%. The logs show that the pump idle attention alarms were generated 15 minutes after delivery was stopped or 15 minutes after the previous pump idle attention alarm. This is expected behavior. The logs leading up to the occlusion and cassette problem alarms are consistent with occlusion-like behavior. During the investigation, a test delivery was run and ended in an expected cassette depleted alarm both systems operated as designed and functioned within specification. The report of a rattling noise was confirmed to be caused by the vibration motor from remote (B)(6) being in contact with the remote housing.

Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 24-apr-2025 and forwarded to millyard advanced medical products, llc on 25-apr-2025. The patient's mother reported that her remunity pumps were rattling and beeping every 30 minutes. She said she had to mess with the cassette and remove batteries to get it to stop. The mother reported the patient did not look well so they went back to another manufacturer's pump. The mother believes the patient had not been receiving medication because the patient was vomiting and flush after restarting treatment on another manufacturer's pump. The mother refused to troubleshoot the remunity pumps and disconnected the call before speaking with clinical staff. Clinical staff called back but were unable to make contact, so they left a voice mail that was not returned. Replacement systems were sent. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.